Event description:
Defibrillator was implanted on (B)(6) 2014. Since that day, two warnings were displayed to inform that a reset occurred on (B)(6) 2014. Preliminary analysis results showed that the device reset was related to a temporary abrupt decrease of the device internal power supply. Normal functioning of the subject device could not be guaranteed. Therefore, recommendations were provided on 15 january 2016 to evaluate the benefit of device replacement.

Manufacturer narrative:
(B)(4).

Event description:
Defibrillator was implanted on (B)(6) 2014. Since that day, two warnings were displayed to inform that a reset occurred on (B)(6) 2014. Preliminary analysis results showed that the device reset was related to a temporary abrupt decrease of the device internal power supply. Normal functioning of the subject device could not be guaranteed. Therefore, recommendations were provided on (B)(6) 2016 to evaluate the benefit of device replacement.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Defibrillator was implanted on (B)(6) 2014. Since that day, two warnings were displayed to inform that a reset occurred on (B)(6) 2014. Preliminary analysis results showed that the device reset was related to a temporary abrupt decrease of the device internal power supply. Normal functioning of the subject device could not be guaranteed. Therefore, recommendations were provided on (B)(6) 2016 to evaluate the benefit of device replacement.